Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage) issue. It was reported that the battery compartment was cracked and that the threads on the battery cap were stripped. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2018 with the following findings: review of the alarm history revealed frequent low battery alarms recorded. On examination, the battery compartment was confirmed to be cracked and the threads on the returned battery cap were stripped. The damaged battery cap was not able to secure properly to the pump. The electrical current draws were evaluated and found to be within specifications. Investigation did not duplicate the alleged battery life issue.